Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that there are syringes that were cracked. They didn¿t notice until they were giving a rocephin injection and the medication shot out of the syringe. Additional information received from the customer stated that when a lead medical assistant (ma) was giving a patient a rocephin injection and while she was pushing the medication, she noticed the side of the syringe was cracked and the medication shot out the side. She stopped giving the injection and let the patient know what happened. There was no patient or caregiver injury or exposure. She informed the provider and he wanted the patient to get another injection. She mixed and drew up a new dose of rocephin using a new syringe and gave the patient the injection without any complications.